Event description:
The report received from the affiliate states that during inventory inspection, a "foreign matter" was found inside the sterilized pouch. The foreign matter was seemed to be a black fiber. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. The product was not clinically used.

Manufacturer narrative:
Please note that the product was returned for evaluation on (B)(6) 2010, however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during inventory inspection foreign material was discovered inside of the sterile pouch of the sakura firestar balloon catheter. The foreign matter was seemed to be a black fiber. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. The product was not clinically used. One sterile 2.50 x 20 mm fire star ptca balloon catheter was returned for analysis inside of its closed pouch and opened box. A loose contamination was found in top section in middle part inside the pouch. Also one of the three supplier's seal was found reduced from the inside out in the middle portion of the pouch. There was evidence of transfer material in the reduced portion of the seal. Loose contamination was measured and it was found out of specification, the supplier seal width (reduced area) was measured and was found to be within specification. Review of the manufacturing documentation associated with this lot presented no issues that were related to the reported complaint. The reported customer complaint of foreign material inside the pouch was confirmed and is considered to be related to the manufacturing process; as a result a dpra has already been opened to address the issue. The inner seal thinning was found to be within specification parameters and therefore no corrective action is required for that issue.